Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 3.00 x 150 mm x 150 cm ranger sl drug coated balloon catheter was selected for use. Prior to the procedure, the protective covering was stuck to the balloon. Once the covering was removed, the balloon was advanced into the patient. However, the balloon would not inflate. The balloon may have been ruptured while trying to remove the protective covering. The device was removed and the procedure was completed with anther same device. No patient complications were reported.